Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: k it1378-05, serial/lot #: 5.1.1, ubd: , UDI#: a1-a4: patient information was not available. E1: facility name - (B)(6). H3, h6: the exports were returned for software analysis. The analysis determined that the issue was confirmed. The navigation lagging related to the "heavy" CT that was used for this surgery. Multiple device codes were provided. Below is the clarification. A110208 - screen blacked out a110201 - computer was slow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the navigation screen blacked out and flashed when doing instrument navigation. The computer was also very slow to calculate the trajectory where the arm should go. The system took about two minutes to load one screw trajectory. There was no patient harm and the procedure was delayed.